Event description:
The implantable neurostimulator turned itself on and off approx 8 times in one month. The pt wasn't exposed to any electro-magnetic interference. The remaining battery life expectancy was approx 8 months. The read switch (feature that allows pts to turn their neurostimulators on and off with a magnet) was off. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Other: for turning itself on.